Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502606602 lot # 65751962; tibia cemented degree stemmed catalog # 42532007502 lot # 66470272; all-poly patella catalog # 42540200035 lot # 66241189. G2: australia. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection.

Event description:
It was reported patient underwent a revision procedure eighteen days post implantation due to infection. Attempts to obtain additional information have been made; however, no more is available at this time.